Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Shekhar, 2018 ¿ endoscopic ultrasound-guided pancreatic fluid collections' transmural drainage outcomes in 100 consecutive cases of pseudocysts and walled off necrosis: a single-centre experience from the united kingdom all procedures are performed under conscious sedation using a combination of midazolam and fentanyl under eus guidance alone without fluoroscopic assistance. Eus is used to assess the fluid collection for size, position, content and accessibility. A 19-gauge access needle (echo-hd-19-a, cook ireland ltd) is used to puncture into the collection under ultrasound and doppler control. This initial step is preferred by the authors prior to the use of a diathermy device alone (cystotome , cook ireland ltd) to allow accurate targeting of puncture site in particular to be able to avoid significant mural varices. A 450 cm wire [jagwiretm, boston scientific] is placed through the 19a needle with passage of the wire into the collection visualised under ultrasound guidance. Once the distal end of the wire is in good position within the collection the 19a needle is removed over the wire (leaving the wire in-situ), and the diathermy device (cystotomevr ) is then advanced over the same wire. Under ultrasound guidance, the diathermy device punctures through the stomach or duodenal wall to form a larger 10f tract between the lumen and collection. Before withdrawing the tip of the diathermy device from the collection a second 450 cm wire is inserted through the lumen of the diathermy device after which the diathermy device is removed leaving both wire tips in situ within the collection. This second wire is usually differently coloured to the first (e.g., fusion vr , cook ireland) and allows for easy differentiation between the two wires to help minimise the risk of pulling the incorrect wire during the deployment of the first stent). A balloon is advanced over one of the wires (cook or cre balloon dilator, boston scientific) and under mainly ultrasound control the transmural tract is dilated to 8¿15 mm. Once dilated, two standard biliary 7f plastic double pigtails stents (between 3¿5 cm in length) are in turn deployed over each wire through this tract. The deployment and final position of stents is confirmed both with endoscopic and endosonographic views. This complaint was opened to capture 78 instances of user error. The cst-10 device was used in error because only part b - the diathermic ring was used; the part a of the cst-10 was not used. 59 men and 41 women with median age 56 (47.5¿66.0) years underwent eus-guided drainage. In these 100 sequential cases, there were 78 cases of pp and 22 cases of won. The most common attributed aetiologies of pancreatitis were excess alcohol consumption (38) and gallstones (26). Other less common causes included post-pancreatic surgery (9), trauma (3), chemotherapy (3) and unknown cause (21). Eleven patients had acute on chronic pancreatitis of which seven were deemed pp and four deemed won. Of these total 11 patients with acute on chronic pancreatitis, eight patients were related to alcohol and three were of unknown aetiology.

Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.